Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother called in to report a delivery anomaly. It was reported that the display showed that there was insulin left in the reservoir, however the reservoir would be empty. The customer's blood glucose level was 60 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump was program with multiple boluses. The boluses were delivered and properly recorded in history and daily totals. No delivery anomaly was noted during testing. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.